Manufacturer narrative:
Polident (distributed as super poligrip in the united states) is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a government body ((B)(6) competition & consumer commission) and described the occurrence of immobility in a male pt who received double salt denture cleanser (polident) for an unknown drug indication. On an unknown date, the pt started double salt denture cleanser (unknown), unknown dosing. At an unknown time after starting double salt denture cleanser, the pt experienced lost his balance and suffered a severe fall. The pt experienced bad bruising to the back and immobility for 14 days. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was discontinued. At the time of reporting, the pt's balance was restored two months after onset and no injury was sustained from the fall.